Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experiencing device extrusion due to an opening in skin near the implant site. The recipient is presenting with drainage. The recipient was cleared to use their device. Revision surgery was recommended to cover the area. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient decided to delay medical intervention for several months. The recipient reportedly followed up with the hearing healthcare team who reported that the recipient was wearing the device successfully without issues and would not be pursuing medical intervention. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.